Event description:
It was reported that erroneous results occurred while using the bd facslyric¿ flow cytometer. There was no report of patient impact. The following information was provided by the initial reporter: customer has reported to have unexpected results when running certain panels. The apc-h7 and pe-cy7 parameters shows higher than expected intensities. The pqc report passes without warnings. This has been observed for several samples. End users noted not to have found a link with usage of new reagents. End user has reported out that several of the results for patient samples are being questioned. The questioned results have not been reported out to the clinical biologist. No resampling of sample was needed so far and no treatment has been made or altered based on the received results.

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that erroneous results occurred while using the bd facslyric" flow cytometer. There was no report of patient impact. The following information was provided by the initial reporter: customer has reported to have unexpected results when running certain panels. The apc-h7 and pe-cy7 parameters shows higher than expected intensities. The pqc report passes without warnings. This has been observed for several samples. End users noted not to have found a link with usage of new reagents. End user has reported out that several of the results for patient samples are being questioned. The questioned results have not been reported out to the clinical biologist. No resampling of sample was needed so far and no treatment has been made or altered based on the received results.